Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported. (B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was opened for use in a ureteroscopy with laser lithotripsy procedure performed on an unknown date. According to the complainant, during preparation, it was noted that the laser fiber cracked in the middle of its shaft. The case was completed and the patient was fine post procedure.